Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6, -9.5/1.5/152 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to low vault. A replacement lens was implanted on 23/jun/2022. This resolved the problem. Cause of the event is reported as unknown.